Event description:
It was reported that unit overheated and parts were melted.

Manufacturer narrative:
The unit was received for repair. The bulb and the housing were burnt and melted. Ballast failure no boost voltage and loose jaw were also noticed. The ballast was replaced, new control board, adjusted the jaw, new bulb and unit was calibrated to the correct specification.